Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, stress problems and electrical component problems is a possible cause of the malfunction. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited scratches at the tip metal part. It was also found that the color tone of the image was abnormal, showing green or magenta. There was no patient involvement.